Manufacturer narrative:
The returned sample was evaluated by conmed's investigator. It was subjected to an electrosurgical unit interface test, which simulates actual use. The sample had passed and the reported malfunction could not be reproduced. Conmed is filing this report with the f.d.a. And with health (B)(4).

Event description:
The handpiece had activated even when the surgeon did not depress the activation button.